Event description:
The customer reported a fluid leak in the area of pinch valve vl25 of the lh750 instrument. The customer could not locate the source of the leak. There were no patient samples or results affected by the leak. The user was wearing personal protective equipment (ppe) consisting of a lab coat, face shield and gloves at the time of the incident. The msds was not reviewed. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. The lab's exposure control or risk management plans are in place. The field service engineer (fse) found that the probe needle was broken off. This was causing the bellows to overflow and spill. The fse replaced the needle and verified the repairs per the established procedures. Root cause of the leak is that the probe needle of the instrument was broken. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear,gloves, and suitable laboratory attire when operating or maintaining this or any other automated.

Manufacturer narrative:
(B)(4).